Event description:
A bayer service representative reported the following: a service checkout of a veris monitor was requested by the customer following the report that a pt has suffered a burn approximately 1 month prior. No other details were provided.

Manufacturer narrative:
A bayer radiology service representative performed a sys service check of the veris monitor and ECG module on (B)(6) 2015 and both were found to be operating to spec. Multiple documented attempts have been made to gain specific info related to the reported event; however, these attempts have been unsuccessful. Based on the limited info, we are unable to determine the root cause of the alleged pt burn. In the event add'l info is obtained, a follow-up report will be submitted.